Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient presented to the emergency room (ER) with stroke-like symptoms, including severe dizziness, and was subsequently admitted to the hospital. Prior to undergoing magnetic resonance imaging (MRI), an attempted pacemaker interrogation revealed that the device was in safety mode and not functioning as intended. This pacemaker was urgently replaced the same day. Following the replacement, the patient reported learning that the explanted pacemaker had been subject to a recall and a subsequent software update notification, which the patient stated they were not personally informed of. The patient expressed concern that earlier awareness of the recall may have prompted earlier medical follow-up and potentially prevented the emergent situation. No additional adverse patient effects were reported. This pacemaker was successfully replaced.

Event description:
It was reported that the patient presented to the emergency room (ER) with stroke-like symptoms, including severe dizziness, and was subsequently admitted to the hospital. Prior to undergoing magnetic resonance imaging (MRI), an attempted pacemaker interrogation revealed that the device was in safety mode and not functioning as intended. This pacemaker was urgently replaced the same day. Following the replacement, the patient reported learning that the explanted pacemaker had been subject to a recall and a subsequent software update notification, which the patient stated they were not personally informed of. The patient expressed concern that earlier awareness of the recall may have prompted earlier medical follow-up and potentially prevented the emergent situation. No additional adverse patient effects were reported. This pacemaker was successfully replaced.